Event description:
The customer reported via phone call experiencing high blood glucose levels for about a week. The customer's blood glucose was 417 mg/dl, her most recent blood glucose was 311 mg/dl, and she treated with a manual injection. She stated that she had changed her set out multiple times. She was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime; she stated that in exited at the quick release. She thought that maybe her insulin may have expired and retrieved a whole new supply of insulin. She noted that her insulin pump programming had recently been changed by her doctor. She was advised to change the entire infusion set, reservoir and insulin and to treat per doctor's orders. She was advised to call back for assistance if the unexplained high blood glucose persisted. She noted that she had had stress over the last few weeks and had a bit of a head cold. She was on antibiotics and had corrective lasik surgery. She was advised to contact her doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.